Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-01223. It was reported the patient was implanted with scs trial leads on (B)(6) 2017. Following the procedure, the patient began to experience leg and back pain whether stimulation was on or off. Unspecified imaging was performed the following day and revealed no anomalies. Next, the doctor explanted the patient's leads. Afterwards, the patient underwent an MRI. The results revealed a hematoma in the patient's thoracic region. As a result, the patient was sent to the emergency room to have the hematoma removed. Follow-up revealed the patient was undergo rehabilitation and was doing better.